Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that upon inserting a stent, the ring on the inflator body became unscrewed, causing a delay in the deflation of the stent balloon. After tightening the ring, the balloon deflated successfully. Urgent replacement of the inflator to continue the procedure.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot were identified.